Event description:
The facility's biomed reported failure code 808:07 on channel b. Despite baxter's efforts to obtain additional information regarding whether or not the failure occurred during clinical use, the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, no further information was available. Alternate contact information was requested but no alternate contact was identified.